Manufacturer narrative:
(B)(4). - ansell healthcare products llc is submitting this report on behalf of (B)(4).

Event description:
The customer informed ansell healthcare products, llc that after using a lifestyles personal lubricant he experienced a severe allergic reaction.